Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed and the procedure was cancelled/rescheduled. There were no patient complications reported and the patient was on good condition.

Manufacturer narrative:
(B)(6).